Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation at the time of this report. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the trocar broke while trying to place the sling inside the patient. The procedure was completed with another altis sling.

Event description:
According to the available information, the trocar broke while trying to place the sling inside the patient. The procedure was completed with another altis sling.

Manufacturer narrative:
The right introducer was the only component received for evaluation. Examination of the introducer revealed the tip to be detached and not returned. Microscopic examination revealed the surfaces of the detachment site to be rough and irregular, indicating stress was exerted. The information received indicated during the procedure the tip of the introducer bent. The introducer was pulled out and the tip was bent. Bending the tip to try and straighten again most likely weakened the material and resulted in full detachment of the tip. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.